Event description:
The following testing was performed within mins on the same device: 252mg/dl, 129mg/dl. No adverse event reported, no treatment received. No qcs were used. Device was miscoded at the time of comparisons. Requested return of suspect device and replacement was sent.